Event description:
It was reported that the patient underwent a gynecological procedure; transvaginal tape placement w cystoscopy for sui on (B)(6) 2009 and a mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary problems, organ perforation, bleeding, and dyspareunia. It was reported that patient underwent excision of exposed vaginal mesh and cystoscopy on (B)(6) 2015. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had mesh implantation in order to treat stress urinary incontinence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.